Event description:
It was reported that the device was broken. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. Visual examination of the device revealed the outer sheath of the insertion section was loose and buckled. The cause of the buckling was attributed to excessive force used during the insertion and withdrawal of the device from the trocar further evaluation revealed burnt marks on the surface of the teflon pad. The burns may be attributed to an continuous vibration of the probe without grasping a tissue. Based on the evaluation performed, the reported complaint was confirmed.